Manufacturer narrative:
The patient's identifier, age, gender and weight were not provided. Information is unknown as the implant date and serial number of the device was requested but not provided. The patient remains ongoing on lvad support. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The submitted system controller log file appeared to show the pump operating as intended. Cardiac arrhythmia is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced recurrent ventricular tachycardia with cardiac resynchronization therapy defibrillator (crtd). Echocardiography showed some aortic regurgitation (ar) and good right ventricular (rv) function. The system controller log file reviewed by the manufacturer's technical services representative showed that the pump parameters and values were within normal limits, and no unusual events were noted. Additional information was requested but was not provided.